Manufacturer narrative:
According to the customer while using a nebulizer "no pressure is being made, has missed medication dosages". Per customer "has tried replacing all related parts with no improvement". No additional information is available at this time. The sample was requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer while using a nebulizer "no pressure is being made, has missed medication dosages".